Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed, preventing the plug from releasing. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A non-cordis sheath was used. A retrograde approach was used, and there were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, the vessel diameter was greater than or equal to 5 mm, and there was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no history of closure within 30 days and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When button depression was attempted, it could not be depressed at all. The indicator window was showing solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. The device became contaminated and cannot be returned.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed, preventing the plug from releasing. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A non-cordis sheath was used. A retrograde approach was used, and there were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, the vessel diameter was greater than or equal to 5 mm, and there was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no history of closure within 30 days and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When button depression was attempted, it could not be depressed at all. The indicator window was showing solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18441152 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.